Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. It was reported that a revision surgery of the right hip was performed 11 years post bhr resurfacing, due to metallosis, highly elevated cobalt and chromium levels and aseptic lymphocytic vasculitis associated lesion. No laboratory values were provided. The revision intraoperative report indicated the patient was evaluated in the office for pain with weight bearing activities. The report also indicated a CT scan showed a lytic area from third body wear along his acetabulum and he was felt to also have alval with particulate debris over his abductors. No medical images were provided. Intraoperative findings of a large amount of synovitis and hypertrophic tissue typical of third body wear and metallosis was reported. The reported elevated cobalt and chromium levels, pain, alval and intraoperative findings of synovitis and hypertrophic tissue are consistent with metallosis, however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, elevated cobalt and chromium levels, alval tissue, and metallosis cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a malperformance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery of the right hip was performed due to metallosis; highly elevated cobalt and chromium levels; aseptic lymphocytic vasculitis associated lesion.